Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 456 mg/dl to an unknown elevated level. Reportedly, the cause was the pump's basal rate settings needed to be adjusted. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on 05/01/20 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.